Manufacturer narrative:
Available details indicate that the customer resolved the issue by removing and reinstalling a new battery. The customer is requesting to order a replacement battery for inventory stock. The customer was informed the device and it's components are eol, therefore no replacement parts are available for order. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Device remains at the customer site. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is exhausted. There was no patient involvement.